Event description:
It is reported that the device was implanted using a line-to-line reaming technique in a two incision approach. Initially, the canal was reamed to 14mm and a 14lm rasp was used. The 14lm rasp felt unstable, so the surgeon reamed up to 15mm and rasped with a 15lm rasp. The 15lm rasp felt stable, so the size 15lm stem was impacted. Upon impaction, the stem stopped approximately 1cm proud of full seating. After a period of waiting for the bone to relax, the surgeon proceeded to seat the stem fully with additional mallet blows. An intraoperative radiograph found that there was a distal femoral fracture. The femur was circlaged with three cables and the stem is now stable. Approximately 25 to 30 minutes were added to the surgery time.

Manufacturer narrative:
This report will be amended when our investigation is complete.